Event description:
The customer contacted stryker to report that their device did not deliver a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The charge button was verified to have been pressed, but the shock button was not pressed. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section e1, initial reporter phone, was left blank. The initial reporter¿s phone number is (B)(6).